Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that fibers were found on the users hands after handling the gauze. No medical intervention, adverse consequences or surgical delay were reported with this event. No further information regarding this event is available.

Event description:
It was reported that fibers were found on the users hands after handling the gauze. No medical intervention, adverse consequences or surgical delay were reported with this event. No further information regarding this event is available.